Event description:
Devices have been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, weight to the spec and creases fold. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture iii.

Event description:
Healthcare professional reported left side capsular contracture iii. Device remains implanted.